Manufacturer narrative:
Retained samples of the same lot number were inspected visually and mechanically. In addition, two electrodes were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. It is unclear whether the skin reaction was caused by the ECG electrodes or by the usage of the remois coat spray (interaction with electrode components or insufficiently dried spray coat). It is also unclear whether the skin reactions had to be treated. It was not possible to receive this information despite repeated requests so far. We currently have not enough information to decide whether these events constitute reportable incidents. However we decided to report to err on the safe side. We will follow up when we receive further information. Device not returned.

Event description:
On (B)(6) 2017, we have been informed by the distributor (B)(4) head office, about an incident involving teo-2020dr electrodes at (B)(6) medical center. The complainant reported: "we have received a complaint that teo-2020dr caused vesicles to several children's skin in the hospital, (B)(6) medical center. We heard children's age is about 5 years old on average. We also received photos and it seems the gel of teo-2020dr caused these. (...) Fortunately, these skin recovered in a few days (...). In addition, we got information that this hospital is using skin protection spray, remois coat (very similar to 3m cavilon no sting barrier film) before applying teo-2020dr." We were requesting several times for further information on the patient, the skin preparation, the duration of application, the position of the skin reactions relative to the electrodes and the procedure. The distributor informed us on march 8 that an update will only be provided in april.

Event description:
On (B)(6)2018, we have been informed by the distributor fukuda denshi co., ltd. Head office, about an incident involving teo-2020dr electrodes at (B)(6) center. The complainant reported: "we have received a complaint that teo-2020dr caused vesicles to several children's skin in the hospital, (B)(6) center. We heard children's age is about 5 years old on average. We also received photos and it seems the gel of teo-2020dr caused these. (...) Fortunately, these skin recovered in a few days (...). In addition, we got information that this hospital is using skin protection spray, remois coat (very similar to 3m cavilon no sting barrier film) before applying teo-2020dr." We were requesting several times for further information on the patient, the skin preparation, the duration of application, the postion of the skin reactions relative to the electrodes and the procedure. The distributor informed us on march 8 that an update will only be provided in april.

Manufacturer narrative:
Retained samples of the same lot number were inspected visually and mechanicaly. In addition, two electrodes were applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. It is unclear wheter the skin reaction was caused by the ECG electrodes or by the usage of the remois coat spray (interaction with electrode components or insufficiently dried spray coat). It is also unclear wheter the skin reactions had to be treated. It was not possible to receive this information despite repeated requests so far. We received an update dated 09th april. The distributor specified: "unfortunately, we may not be able to hear from [the] hospital because the person in charge of the hospital retired." We therefore have not enough information to decide whether these events constitute reportable incidents. As no further information will become available on the incidents we close the report.